Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01013.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed a smart coil in the target location using a non-penumbra microcatheter and the handle. The physician then was unable to detach a second smart coil using neither the handle nor manual detachment. Therefore, the physician attempted to remove the smart coil; however, the smart coil detached while being retracted within the microcatheter. The physician then used a guidewire to place the detached smart coil in the target location. The procedure was then completed using a new microcatheter, a new coil, and two new smart coils. It was reported that a metal fragment from the pusher assembly of the second smart coil was found in the hub of the removed microcatheter. There was no report of an adverse effect to the patient.